Event description:
Customer reported receiving an alarm during the manual prime. Customer also reported receiving a motor error alarm while priming. Customer stated that they were unable to rewind the insulin pump. Customer's blood glucose reading at the time of the call was 101 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection. The compromised force sensor system alarm occurred during prime and basic occlusion tests due to moisture damage noted in force sensor relay. The insulin pump passed the displacement test and motor tested ok.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.